Manufacturer narrative:
In 2006, a client identified an error in our blood bank and blood donor software. A donor deferral was not generated as configured for the system, after the entry of a second unacceptable test result for which the same test result combination was already on file. Donor had a total of two units drawn with unacceptable results on file. The first unit was hepatitis b core positive and was noted in the donor system as x1 which is the first deferral response. The second donation occurred and the donor tested hepatitis b core positive a second time. The system should have updated the donor file with a new deferral code indicating a second positive result and this did not occur. The client, based on the unacceptable results, discarded both units. They did not get transfused to any pts. The deferral was manually added to the donor file and the donor has not donated any subsequent units. Pre 6.0.1, the unit number was used as the system identifier for a unit (ex. My123 would be the unit number and the system identifier). During the development of the version 6.0.1 series, the unit number was enhanced to also accommodate component types. The unit number could be associated with a packed cell component, plasma cell component or a platelet component. To incorporate the unit number plus the unit component we created the internal unit identifier which became unique for each unit/component combination. (Ex. My123 unit with the three components would have three unique internal unit identifiers, such as 0u1, 0u2 and 0u3). A cross reference is built when a donor unit is tested and found to have unacceptable test results. This cross reference data is used by the algorithm to determine donor deferral status. In pre 6.0.1 the cross reference structure consisted of donor number, unit number. In 6.0.1 the cross-reference structure consisted of donor number, internal unit identifier. The anomaly in the software occurred due to the inadequate conversion from pre 6.0.1 to 6.0.1 the conversion failed to update the cross-reference unit number to internal unit identifier. The algorithm used to check unacceptable test result combinations and apply deferrals was and remains correct. Cross-references built with the 6.0.1 version correctly used the internal unit identifier. However, the data input was not counted if it was in the unit number format. A utility was created to perform two tasks which would do the following: identify donors who had units with unacceptable test results on file prior to the 6.0.1 conversion and also had donated units post the 6.0.1 conversion that had unacceptable test results. Of the donors identified, the four clients, who had the software in production, were notified to review the product testing results for the units donated and take the appropriate action on the unacceptable test results. If a deferral was required sites were instructed to manually add the deferral to the donor. - the utility identified a total of six donors, of which only one donor required a manual deferral. - at no time were unacceptable products released to pts. In the cross reference file the utility identified unit numbers and converted them to internal unit identifiers. All units listed in the cross reference file now have the internal unit identifier and future deferrals will generate appropriately. The conversion was corrected. All clients who had the affected software in their test environment (non-production) received the corrected conversion code prior to moving the code to production and running the conversion. The corrected conversion is used to convert all clients who move from pre-6.0.1 to 6.0.1 or above.

Event description:
In the situation where multiple unacceptable test results are required for donor deferral, a donor deferral was not generated as expected after the entry of a second unacceptable test result for which the same test result combination was already on file. This was due to a conversion error in the software.